Event description:
On september 27, 2000: a diabetic under continuous pump therapy informed disetronic medical systems, USA that pt on september 26, 2000 has been hospitalized for hyperglycemia at hospital . Insulin was leaking out from a crack in the luer lock. The used sample involved in this incident has been thrown away.